Event description:
The ge oec 9800 fluoroscopy system displayed a white image during a procedure and required a system re-boot to restore functionality.

Manufacturer narrative:
A ge oec service representative investigated the issue and the nodes were corrupt and flashed and reloaded the software. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.